Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch lancing device would not fully penetrate her skin to obtain a blood glucose sample for testing. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2011 at 11am. The customer care advocate (cca) was advised the patient does not take medication to manage her diabetes and continued to follow her usual management routine. At 645pm that same evening, the patient claimed she felt low blood glucose symptoms of confused and shaky. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject lancing device. A replacement lancing device was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after not being able to test due to a broken lancing device.